Event description:
A malfunction was reported by the customer regarding their tandem pump, identified as malfunction 199. There was no adverse impact to the customer's blood glucose level. The customer was informed about the malfunction by technical support and assisted with instructions on resetting the pump. The customer chose to attempt the reset independently and will contact support again if the issue continues.